Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) male was enrolled in the (B)(6) study. The patient's condition at enrollment was comatose after cardiac arrest found in ventricular fibrillation. Zoll quattro ivtm catheter was inserted on (B)(6) 2015 @ 22:03. Cooling initiated on (B)(6) 2015 @ 23:39. Re-warming initiated on (B)(6) 2015 @ 04:00. Normothermia was achieved on (B)(6) 2015 @ 16:00. The patient experienced adverse event 1: infection-pneumonia, which occurred on (B)(6) 2015 @ 12:15 at the end of rewarming and stopped on (B)(6) 2015, 9 days after catheter removal. Event outcome was resolved without sequelae. The respiratory therapist reported that the patient was noted to have thick tan/green sputum, which was then sent for culture. Chest x-ray revealed a retrocardiac airspace opacity that could represent atelectasis, aspiration or pneumonia. The sputum culture did not grow anything bacterial; however, it did suggest h. Influenzae. The decision was made by the health care team to treat with broad spectrum antibiotics. The patient was on extubated on (B)(6) 2015 and re-intubated on (B)(6) 2015 for airway protection. Event reported by investigator as a major adverse event that required treatment to prevent permanent disability or incapacity, not related to device or procedure, but was related to the patient's clinical condition and was anticipated. Event treated with antibiotics. Catheter was removed on (B)(6) 2015 @ 08:00. The patient experienced adverse event 2: dysrhythmia-ventricular tachycardia (vt), which occurred on (B)(6) 2015 @ 08:37; 2 days after catheter removal and stopped on (B)(6) 2015, 15 days after catheter removal. Event outcome was resolved without sequelae. According to the investigator, "recurrent vt after successful cooling (with) neurologic recovery, requiring re-intubation for airway protection resistant to standard anti-arrhythmic therapy advanced ep ablation therapy" "patient transferred to facility to address recurrent vt." "Life threatening arrhythmias failing standard therapies related to ongoing condition, in-stent thrombosis." The patient was re-intubated on (B)(6) 2015 for protection of the airway related to the vt. On (B)(6) 2015, the patient was transferred to a facility that could provide a higher level of vt ablation. On (B)(6) 2015, the patient underwent vt ablation and was subsequently extubated and weaned off the IV antiarrhythmic meds. The investigator reported dysrhythmia (vt) as serious life-threatening and resulted in prolonged hospitalization that required treatment to prevent permanent disability or incapacity, not related to device or procedure, but was related to the patient's clinical condition and was not anticipated. Event did required vt ablation on (B)(6) 2015. Investigator reported events as not related to study device malfunctions.